Event description:
On [redacted date], there was an episode where a bd nexiva closed IV catheter system was compromised during a failed patient insertion. During IV placement of #20g bd nexiva, the catheter would not advance after getting a flash. When the rn pulled the catheter out after the failed attempt, the actual plastic catheter that typically sits within the vein was compromised lengthwise and ¿split in half.¿ manufacturer response for peripheral IV closed catheter system, 20 ga bd nexiva closed IV catheter system (per site reporter). Contacted the rep directly.